Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, there was significant resistance when advancing the 29mm commander delivery system (ds) with the valve through the 16fr esheath+. A jump was then felt in the system as the valve exited the esheath+ within the descending aorta. Once the ds was approaching the native aortic valve, a bent strut in the sapien valve was noted; nevertheless, the valve was successfully implanted in the intended position. The ds was then withdrawn from the patient through the esheath+, at which point a torn distal tip was observed on the esheath+. Per report, the patient did not suffer any injury and was in stable condition. The affected esheath+ is available for return/evaluation.